Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump. The indications for use was spinal pain. It was reported that the healthcare provider (hcp) stated that the patient's pump was alarming due to a low reservoir alarm. The hcp stated they filled and updated the pump to reflect the pump being full. The hcp stated the patient went home and heard the non critical alarm. The hcp had the patient come back into the office. The hcp stated that they were able to interrogate the pump and there is no active alarm. The manufacturer's technical services specialist (tss) had the hcp check the pump status and there was an event that had cleared. On the second call, tss warm transferred the hcp to mobility to try to get tablet logs. Hcit got tablet logs with the hcp. The hcp stated that they were waiting on the timing of when the pump had been alarming hourly to ensure that the alarm had been silenced. The hcp confirmed that two hours had passed since the alarm was last audible so it is believed that the pump alarm was silenced with one of the updates today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.